Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believed the pump was delivering too much insulin as the customer had to change the cartridge after two days of use. Reportedly, the cartridge was filled with 300 units of insulin, and the customer had delivered approximately 243 units of insulin; however, the event had occurred in the past. During troubleshooting with tandem technical support, the insulin gauge calculations showed that the customer received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.